Event description:
Customer reportedly received results of 26 mg/dl on device and 41 mg/dl from lab within 10 minutes on a neonate. The pt was admitted to special care diagnostics based on the meter result of 26 mg/dl. Prior to these results, the customer reported 42 mg/dl (09:55) and 31 mg/dl (10:34) on the same device. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.